Manufacturer narrative:
(B)(4). Concomitant medical products: flat titanium pectus bar 11" cat# jp-0110 lot# 283130. L-plt lt reg 2.0 lactosorb sys cat# 915-2102 lot# 638640. Battery powerdriver p2 cat# 50-1010 lot# 282330. Battery powerdriver p2 cat#50-1010 lot# 282320. Battery powerdriver p2 cat#50-1010 lot# 476000. Battery powerdriver p2 cat#50-1010 lot# 579610. Carroll-girard screw hex-end cat# sp-2693 lot# 818880. Lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 727800. Lactosorb1.5mm xshapeextplate cat# 915-2423 lot# 832560. Battery powerdriver p2 cat# 50-1010 lot# 692220. Battery powerdriver p2 cat# 50-1010 lot# 692220. Battery powerdriver p2 cat# 50-1010 lot# 003430. Battery powerdriver p2 cat# 50-1010 lot# 003380. Battery powerdriver p2 cat# 50-1010 lot# 760440. Battery powerdriver p2 cat# 50-1010 lot# 657440. Battery powerdriver p2 cat# 50-1010 lot# 657440. Battery powerdriver p2 cat# 50-1010 lot# 657440. Battery powerdriver p2 cat# 50-1010 lot# 760510. Battery powerdriver p2 cat# 50-1010 lot# 760350. Plate 4 hole with gap 2.0mm cat# sp-2292 lot# 480680. Ster trc 2 xd tf 1.5x4.0mm scr cat# sp-st2-6704 lot# 071120. Lacto scr 1.5x5mm 1.5 sys 2pk cat# 915-2316 lot# 728470. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00441, 0001032347 - 2021 - 00442, 0001032347 - 2021 - 00443, 0001032347 - 2021 - 00444, 0001032347 - 2021 - 00445, 0001032347 - 2021 - 00446, 0001032347 - 2021 - 00447, 0001032347 - 2021 - 00448, 0001032347 - 2021 - 00449, 0001032347 - 2021 - 00450, 0001032347 - 2021 - 00451, 0001032347 - 2021 - 00452, 0001032347 - 2021 - 00453, 0001032347 - 2021 - 00454, 0001032347 - 2021 - 00455, 0001032347 - 2021 - 00456, 0001032347 - 2021 - 00457, 0001032347 - 2021 - 00458, 0001032347 - 2021 - 00459, 0001032347 - 2021 - 00460, 0001032347 - 2021 - 00462 and 0001032347 - 2021 - 00463.

Event description:
It was reported there was foreign material found within sterile packaging during incoming inspection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the package. A single hair can be seen inside of the non sterile packaging. This complaint is confirmed. Per the packaging specifications no hair is allowed inside of the packaging. However, there is no risk to the patient as the hair is not within the inner sterile barrier. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. For the returned product the root cause of the reported issue is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.